Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during use of the needle, air was aspirated. Sonography and x-ray of thorax were performed to identify the cause and it was noted that there is a crack/hole in the hub of the needle. New set was used to complete the procedure. No patient injury.

Event description:
It was reported during use of the needle, air was aspirated. Sonography and x-ray of thorax were performed to identify the cause and it was noted that there is a crack/hole in the hub of the needle. New set was used to complete the procedure. No patient injury.

Manufacturer narrative:
(B)(4).